Event description:
Customer reported while pump was being used by a pregnant female patient, pump indicated the amount of medication infused was 82.5ml. Pump was set up with a 50 ml morphine syringe. Nurse has record of only one syringe being used for patients therapy. Pump was programmed to administer a pca dose of 1ml/-10 min delay. Basal dose was 1ml per hour - limit of 7.no patient injury has been reported at this time.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and evaluation performed, a follow-up medwatch will be filed.